Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument could not be moved. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the instrument did not collide with any other instrument or tool during procedure. The surgical staff did not observe evidence of arcing of electrical energy during the surgical procedure.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis investigation. The reported event with the instrument could not be replicated nor confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Performed bumper test with no issue. The instrument was re-tested and passed the intuitive motion test on both attempts. The instrument was functional. Additional observation(s) not reported by site: 1). The instrument was found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. 2). The instrument was found to have thermal damage on bipolar yaw pulley. The instrument was found to have localized melting on bipolar yaw pulley. The instrument passed electrical continuity test. 3). The instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. 4). The instrument was found to have indentations on the edge and face of the bipolar yaw pulley. The indentations were aligned with the damage insulation of conductor wire.